Event description:
Additional information received reported the battery and the extension were replaced one week prior to report. It was noted the patient was ¿cleared by ID¿ to have a clean deep brain stimulator (dbs) equipment put in.

Event description:
It was reported the physicians were working to clear up an infection without ¿explantation.¿ it was stated they would in the future if needed. It was noted there was no alleged product issue. It was stated if necessary they would explant but they tried to treat the infection without removal. It was noted the patient status at the time of report was alive with injury. It was noted the patient was hospitalized with infection at the extension site. It was noted the patient was admitted to the hospital for cellulitis at the extension site. It was further reported they were unsure if a culture was done, they were only told it was cellulitis. It was noted the patient was given antibiotics with a ¿PICC line.¿ it was noted explant and replacement surgery would occur in a week or two following report. The patient outcome was unknown.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # va0e81k, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # va0214q, implanted: (B)(6) 2012, product type lead; product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).